Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. It has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as sep 17, 2003 in the initial report. It has been updated as dec 4, 2003. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and found that it would not rotate. It was noted that the coupling gear and driving shaft were damaged. It was further determined that the input shaft, bearings and o-rings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the radiolucent drive mark ii device was stripped and did not drill. During in-house engineering evaluation it was observed that the device would not rotate. It was noted that the coupling gear and driving shaft was damaged and the input shaft, bearings and o-rings were worn. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.